Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Pump passed the delivery accuracy testate 0.08730 inches. Device was tested with a water fill test reservoir and no bubbles were noted. No traces of moisture found at electronic or motor assemblies per visual inspection. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and dehydration on (B)(6) 2018. Customer¿s blood glucose was 498 mg/dl at the time of incident. The customer's current blood glucose is 398 mg/dl. The customer experienced different blood glucose level of 100 mg/dl. Customer reports the symptoms related to their high blood glucose such as heaves. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the drive support cap appears to be normal. Customer did not allege that the insulin pump was under delivering. The insulin pump will not be returned for analysis.